Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the site turned the system on, and left it in the hallway, and went to bring it into the or when they noticed both monitors were blank. The monitors appeared to be backlit but had no messages. The system was still turned on. They were not able to see the cursor when moving the mouse. The rebooted the system and the issue resolved. There was no patient involvement.

Manufacturer narrative:
H3) no parts have been returned for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6: the solid state drive (ssd), lot number: s6psnl0x902376t, was returned to the manufacturer for analysis. Ssd booted without issues and previously installed apps functioned normally without failure. S.m.a.r.t data & self-test reported no errors on the drive. Drive functioned without failure. The reported event could not be duplicated by medtronic personnel. Codes b01, c19, and d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2-3) a manufacturer representative (rep) went to the site to test the navigation system. The solid state drive was replaced and the system performed as intended. Codes: b01, c02, d02 h2) continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: (B)(4) , serial/lot #: unknown, - h2) please see the additional codes section for updated annex g code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.